Event description:
Patient reported their dentist informed them of enamel wear, their gums are irritated and their gums are at risk for gum infections.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.